Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to treat a lesion in the left arm av fistula using protege stent. The lesion was pre dilated with 8x40 evercross balloon. It was reported that the stent deformed in vivo during positioning. Resistance was encountered when advancing the device. The lesion is moderately calcified and vessel moderately tortuous. Physician used same size protege stent to complete procedure. There was no injury to patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.